Manufacturer narrative:
Concomitant medical products: 4558m53 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ventricular noise/oversensing on ventricular high rate episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.